Event description:
It was reported "red x with system error 10". Additional inforamtion states that the iab pump console was swapped to continue therapy. No paient injury or consequnece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "record with red "x" and system error 10 x 3" was confirmed by the field service representative. The field service representative noted a burnt spot on the recorder due to the liquid exposure. As a result, the recorder assembly and printer cable were replaced. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the liquid intrusion. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "red x with system error 10". Additional inforamtion states that the iab pump console was swapped to continue therapy. No paient injury or consequnece reported. The patient's current condition is reported as "fine".